Event description:
Healthcare professional reported left side rupture per CT scan. The device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device two patterns along the same edge in anterior side assessed as surgical damage. Additional observations: crease is observed. White particles were observed on the shell. Missing shell assessed as inconclusive. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture per CT scan. The device has been explanted and replaced.